Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when the user tries to squeeze the handle, ratchet on / off part disengaged. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pmv performed functional testing which included opening and closing the jaws, and grasping the appropriate media without difficulty. The ratchet switch did not activate; the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The reported failure was caused by a broken post on the handle that consequently prevents the spring to activate the ratchet lock due to the wrong assembly of the trigger release spring. The product analysis established a relationship between a device failure and the reported incident of ratchet not activating. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of; however, a retraining activity was generated as a result of the investigation into this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.